Event description:
One day post-op, rec'd v lead warning and lead switched to unipolar. Tried to switch back to bipolar, but would not pace bipolar and switched back to unipolar again. Additional information received reporting capture issues one day post-implant. Ipg explanted because it would reset to unipolar. Lead checked out fine but would not allow bipolar pacing.